Manufacturer narrative:
This serves as a correction report. Sections b-1 was incorrectly documented in the initial MDR report. This section has been updated to correctly reflect "adverse event".

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. The customer reported receiving unspecified lower readings on the sensor when compared to a competitor meter. There were no symptoms or comparative readings provided; however, the customer had contact with a healthcare provider who administered an unspecified dose of insulin for treatment. The customer further reported being under observation, but no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. The customer reported receiving unspecified lower readings on the sensor when compared to a competitor meter. There were no symptoms or comparative readings provided; however, the customer had contact with a healthcare provider who administered an unspecified dose of insulin for treatment. The customer further reported being under observation, but no further information was provided. There was no report of death or permanent impairment associated with this event.